Event description:
It was reported that four weeks post implant of an realize adjustable band, the device had to be removed due to an abscess over the port. The band and port were sent to be cultured. The culture was positive for infection. The patient will have another band implanted, but needs approx 3 months to heal from the infection.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.